Manufacturer narrative:
Section d10: concomitant devices - alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (B)(6). - element-stem, collared w/ha, std offset, sz 13 (cat# 164-03-13 / serial# (B)(6). - integrip cc, cluster 56mm,g3 (cat# 186-01-56 / serial# (B)(6). - cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, who had an initial right hip implanted in 2017, underwent a revision procedure approximately 7 years post the initial procedure. The patient had presented with right hip pain. During the procedure the femur was dislocated, and the femoral head was removed. The stem was checked and found to be well fixed. Attention turned to cup. The poly liner was removed with the help of a bone screw. The cup was found to be well fixed. The patient received a g3 extended coverage 36mm liner and a 36 +10 cocr head. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. The patient requested them. No device images were provided.

Manufacturer narrative:
H6: the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided. The prosthesis wear was able to be confirmed from the provided radiograph.